Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and charger. The patient's programmer also reflected a communication error. Troubleshooting and replacing the charger did not resolve the issue. It was noted the patient did not remember the last time she recharged the device. In addition, the patient had not used the programmer in a long time. A company representative met with the patient and deemed the ipg inoperable. Consequently, the patient will undergo surgical intervention to address the issue.